Event description:
It was reported that patient experiencing elevated blood glucose of 256 mg/dl after having changed the cadd cleo 90 infusion set. The infusion set was worn in the abdomen. Upon removal of the infusion set during troubleshooting, the patient observed the cannula was filled with blood, which may have impeded proper insulin flow. The issue was resolved and there was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.